Manufacturer narrative:
The reported device was not returned for evaluation. The customer was contacted and reported that the device will be returned. A lot number was not provided and a DHR review could not be performed. Without the device and additional information, an exact root cause cannot be determined.

Manufacturer narrative:
The device was received on (B)(4) 2011. Evaluation of the device received confirmed the reported issue. The device received could not confirm that all of the segments were retrieved. Twenty (20) segments were received and the device was manufactured with twenty two (22) segments. The protective/sterilizing sleeve was not returned with the device. The nitinol rod was extended and bent beyond its elasticity. The cable that controls the action of the instrument was broken on both sides at the same location and the ends of the broken cable completely frayed in several places. The cable broke where it was kinked. The actuating knob with double start thread was loosened and apart from the handle. The cable failure is attributed to mechanical overstress over a period of time. The location of the failure suggests that the devices cable may have been subjected to repeat bending, such as bending to fitting into a tray. A review of the device history record did not indicate any issues that would have contributed to the reported issue. Trending for the reported issue for the diamond-flex triangular retractor had not been detected.

Event description:
The cable on the laparoscopic liver retractor broke inside of the abdomen during a lap nissen fundoplication, hernia repair with mesh surgical procedure.